Event description:
Related manufacturer reference number: 2017865-2022-39750. It was reported that oversensing noise was observed on both the atrial and right ventricular (rv) lead via review of remote transmissions. The physician decided to extract both leads. The patient was stable with no adverse health consequences.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead was returned in eight pieces. Electrical testing found a short due to procedural damage at the middle region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection did not find any anomalies except for the damages found, consistent with procedural damage.